Manufacturer narrative:
Pump received with intermittent button response due to moisture damage on keypad traces. No unexpected numbers ramping/scrolling on their own noted. Pump received with cracked battery tube threads, broken reservoir tube lip, minor scratched display window and missing end cap sticker.(B)(4)

Event description:
The customer's mother reported via phone call that the insulin pump's keypad was sticking and numbers were scrolling on the display. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 160 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.